Event description:
The customer reported that the system displays a "ma low error" in 15pps mode. No patient injuries were reported.

Manufacturer narrative:
(B)(4). The ge service rep retrieved the current calibration files. He performed a high voltage power supply generator alignment, performed a filament calibration, backed up new calibration files to floppy and hard drive and performed a battery check. The system operates as intended.